Manufacturer narrative:
(B)(4). Visual analysis of the returned device found the finger ring was detached from the handle. However, the handle has coincident marks that indicate proper assembly during manufacturing process. Additionally, the sheath was found detached from the handle and was buckled in several locations. Functional inspection was performed and found the basket failed to open when the handle was actuated due to the damages. The investigation concluded that procedural and/or anatomical factors could have affected the device performance and its integrity. Handling and manipulation of the device likely lead to the handle cannula pulling out from the finger ring; drag marks observed in the handle cannula indicate significant force was applied to the handle to crush the stone or retract the basket, resulting in detachment of the finger ring. It is likely that the forced applied while the product was being used caused the sheath detachment and buckling. The detachment of the sheath would then cause the inability to actuate the basket. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the basket failed to fully close. The procedure was completed with another trapezoid basket. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed a MDR-reportable event based on investigation results which revealed that the thumb ring was detached/separated.